Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient via a facebook post that the patient have had 3 surgeries on her back. The first one was to straighten her neck. Then in (B)(6) 2016, the surgeon did a total spinal fusion on her back. (B)(6) (2017) one of the rods broke and it was causing a lot of pain to the patient. Both, the doctor and the patient, were concerned about putting the patient through another surgery as the patient was in worse condition after the total fusion surgery. The patient was in the hospital, mostly ICU for 18 days. Finally the pain from the broken rod was unbearable and the patient had surgery to repair that rod.